Event description:
Material#: 309646 batch#: unknown. It was reported that the bd luer-lok barrel cracked. The following information was provided by the initial reporter: hello, we have received the below product problem report. (B)(6) ref (B)(4) has been assigned to this issue. Upon completion, please provide a quality investigation letter detailing your findings. Please advise on next steps for quality investigation and customer resolution: product problem report product information product code: 309646 product description: syringe hypo 5cc l/l bx/125 p36 lot/serial #: unknown expiry date: unknown problem information product concern ticket number: (B)(4) date of incident: on (B)(6) 2024 concern description: pre-drawn diacetyl-morphine syringe had a hairline crack along the length of the barrel. Upon injection the fluid squirted out from the said crack occurrences: 1 ea sample information incident samples: 1 ea representative samples: 0 no adverse event reported additional information provided: 1. Whether crack happened during use or before use? The crack was observable when the client attempted to use it. I am uncertain if the crack was there prior but assume it was as there was nothing out of the ordinary that happened at that time..

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
(B)(4) follow up MDR for device evaluation. Thank you for sending in your sample; however, the sample appears to have been lost in transit. Please understand this is a rare occurrence and we apologize. Should the sample be located, we will reinvestigate and respond back to you with the results. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed.